Event description:
The reporter indicated that her hp jornada would reset every time the device was turned on. The product was returned to the MFR and during its analysis, the reported event was confirmed. During the analysis, it was verified that the returned handheld would not install the programming software, though the reason for the event is unk. In addition to this finding, a broken solder joint was identified in the vicinity of the battery terminals in the handheld, which interrupted a reliable connection to the power source in the device. After the mechanical part was resoldered, full product functionality still could not be restored. No anomalies were identified during the analysis of the programming software.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.